Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the no capture noted in the right ventricular (rv) lead was related to patient condition, not lead function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing weakness. It was noted that the right ventricular (rv) lead exhibited oversensing of atrial channel and no capture. The lead remains in use. No further patient complications have been reported as a result of this event.